Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The paddle was received deployed. The shaft and frame was damaged. No additional anomaly was observed on the instrument. The instrument was functionally tested and the paddle open and close as per intended design. A review of the device history record indicates this device lot number was released meeting all quality specifications. Subsequently, the complaint data did not display increased trends for the complaint. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: robotic abdominal hist. According to the reporter: paddle fell apart upon entering the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.